Manufacturer narrative:
(B)(4). Recall: 2012447612-11/09/2018-002-r. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported that the laser marked length on two screws was incorrect. The correct length is 28mm however the laser marking reads 24mm. This was found upon initial receipt and there were no surgical or patient impacts. This is report two of two for this event.

Manufacturer narrative:
The device was returned and evaluated. The etch on the product read "24mm" but the actual screws are "28mm". The complaint is confirmed. The incorrect etch is due to incorrect laser marking being chosen during manufacturing.

Event description:
It was reported that the laser marked length on two screws was incorrect. The correct length is 28mm however the laser marking reads 24mm. This was found upon initial receipt and there were no surgical or patient impacts. This is report two of two for this event.